Manufacturer narrative:
This report is submitted on december 22, 2020.

Event description:
The cp1000 battery charger allegedly melted while charging. A replacement was provided to the recipient and no reports of recipient injury are associated with this event. On return to cochlear, the device will be subjected to a detailed investigation upon arrival.